Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted through an axillary approach. After the valve was implanted at a depth of 4mm, the physician pulled the hi-torque iron man abbott guide wire, which had become trapped between the valve and the annulus, and it interacted with the valve causing it to migrate into the aorta above the sinotubular junction (stj). It was noted that there was sufficient calcium to anchor the device and all tabs were released. Another 29mm navitor valve was then implanted valve-in-valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse health consequences due to the performance of the product and the patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device in aortic direction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported device migration in aortic direction appears to be related to procedural circumstances. The surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted through an axillary approach. After the valve was implanted at a depth of 4mm, the physician pulled the hi-torque iron man abbott guide wire, which had become trapped between the valve and the annulus, and it interacted with the valve causing it to migrate into the aorta above the sinotubular junction (stj). It was noted that there was sufficient calcium to anchor the device and all tabs were released. Another 29mm navitor valve was then implanted valve-in-valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse health consequences due to the performance of the product and the patient is stable.